Manufacturer narrative:
MDR 3003442380 -2024-10150 - device 5 of 7

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported on 0(B)(6) 2024 that the infusion set fell off from 7 sets. Infusion set was in use for 10 minutes to 2 hours. Patient blood glucose level was 100-300 mg/dl no further information was available.